Manufacturer narrative:
Concomitant: product ID 8703w, lot# l36721, implanted: 1995-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a staph infection 9 days after device replacement. The pump was removed and had not been replaced as of the report date. It was stated that the patient ¿died twice¿ during the emergency surgery. The pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.